Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. Upon visual inspection it was observed that the nose cone inner gray ring was cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator" describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was no error message; performance was often interrupted during surgery whereby the shears stopped working. No harm came to the patient. No further information available. Another like device was used to complete the procedure.